Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following intubation from system replacement procedure on (B)(6) 2025 [related manufacturer report number: 1627487-2025-01509], patient experienced abscess in throat. As a result, surgical intervention was undertaken on an unknown date where abscess in throat was removed to address the issue. Patient was hospitalized and administered IV antibiotics to address the issue. Abscess has resolved and patient is stable.

Manufacturer narrative:
D10 - concomitant medical products and therapy dates -therapy date for scs lead is estimated as- (B)(6) 2017. Date of event is estimated.